Manufacturer narrative:
E1:patient city: (B)(6). Patient country: slovakia.

Event description:
Unomedical reference number (B)(4). Event occurred in slovakia. On (B)(6) 2024, patient complained about infusion sets fell off due to tape not sticking. Infusion set was in use for three days. No further information available.